Manufacturer narrative:
(B)(4) date sent: 3/4/2016. Information was not provided by the contact. Information anticipated, but unavailable at this time. Batch # unk.

Event description:
It was reported that during a lobectomy procedure, the surgeon stated that the two inner most distal staples in his bronchus firing did not form to a complete b. The surgeon over sewed to staple line and there were no leaks when saline was used to check for air leaks. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m55u69. The analysis found that one psee60a device was returned in good visual condition and with one gst60g cartridge reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: the procedure was performed as planned, no changes to the procedure due to the event of the device. There were two distal staples that did not go into the tissue and the surgeon over sewed the area.

Manufacturer narrative:
(B)(4).